Event description:
During the av node ablation procedure, it was noted that, when the tacticath se ablation catheter was plugged into the tactisys, there was no contact force information displayed and an error message on the wave display stated "contact force catheter is intended for single use only". The tacticath se was replaced, which resolved the issue, and the procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.